Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced extensive adhesions, bowel obstruction with possible perforation and large ascites, mesh migration, bloody ascites, necrotic small bowel loops, large band at base of mesentery had entrapped significant portion of small bowel, mesh at lower end of midline incision had been exposed, the patient presented to the ed with severe abdominal pain and vomiting, hemodynamically unstable, acidosis, skin was left open. Post-operative patient treatment included revision surgery, exploratory laparotomy, reduction of hernia, small bowel resection, partial mesh explantation, primary anastomosis, abdominal washout, necrotic area divided, abdomen irrigated, large volume resuscitation, vasoactive medications, brought to ICU, skin was left open and packed with gauze.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: a4, b2, b5, b7, d7, g4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced extensive adhesions, bowel obstruction with possible perforation and large ascites, bloody ascites, necrotic small bowel loops, large band at base of mesentery had entrapped significant portion of small bowel, mesh at lower end of midline incision had been exposed. The patient presented to the ed with severe abdominal pain and vomiting, hemodynamically unstable and needed large volume resuscitation. After surgery, the patient was left intubated due to hemodynamic changes and acidosis during the case and required vasoactive medications, brought to ICU in that condition, skin was left open and packed with gauze. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 (includes ime e2402: "hemodynamically unstable, acidosis"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b2 (added disability and life threatening), b5, b7, h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced extensive pain, infection, recurrence, inflammation, bleeding, open wound, abscess, fluid collection, kidney injury, emotional injuries, restrictions on activities, adhesions, bowel obstruction with possible perforation and large ascites, mesh migration, bloody ascites, necrotic small bowel loops, large band at base of mesentery had entrapped significant portion of small bowel, mesh at lower end of midline incision had been exposed, the patient presented to the ed with severe abdominal pain and vomiting, hemodynamically unstable, acidosis, skin was left open. Post-operative patient treatment included medication, ileostomy, revision surgery, exploratory laparotomy, reduction of hernia, small bowel resection, partial mesh explantation, primary anastomosis, abdominal washout, resection of ileocolic anastomosis, ostomy, reversal of ostomy, ileostomy takedown, necrotic area divided, abdomen irrigated, large volume resuscitation, vasoactive medications, brought to ICU, skin was left open and packed with gauze.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced extensive adhesions. Post-operative patient treatment included revision surgery.